Manufacturer narrative:
The customer reported that the lot number of the complaint device is either 17415366 or 16095726, or17209891. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 99% stenosed target lesion was located in the mildly calcified aorta extending to the iliac artery. Four 12x60x75 epic vascular stents were selected for use, advanced and deployed to treat the lesion. The stent that was deployed in the aorta was crushed and narrowed at 3mm. Five months later, the patient presented with leg pain and intravascular ultrasound (ivus) was performed. The physician confirmed that the stent was crushed and narrowed at 3mm. A 12x100x80 non-bsc stent was deployed by "shotgun" to treat the fractured stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date: (B)(6) 2015. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The 99% stenosed target lesion was located in the mildly calcified aorta extending to the iliac artery. Four 12x60x75 epic vascular stents were selected for use, advanced and deployed to treat the lesion. The stent that was deployed in the aorta was crushed and narrowed at 3mm. Five months later, the patient presented with leg pain and intravascular ultrasound (ivus) was performed. The physician confirmed that the stent was crushed and narrowed at 3mm. A 12x100x80 non-bsc stent was deployed by "shotgun" to treat the fractured stent. No patient complications were reported and the patient's status was good.